Manufacturer narrative:
Unit passed self test and displacement test. Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. (B)(4).

Event description:
The customer reported via phone call that they were experiencing low blood glucose level. Blood glucose level at the time of the incident was 54 mg/dl. Customer was treated with carbohydrate. Customer stated insulin pump had button error alarm. Customer stated they did not holding a button down for 3 minutes or longer. Troubleshooting was performed. The insulin pump will be returned for analysis.